Manufacturer narrative:
Be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during repair, it was determined that the device failed for check in ¿off¿ mode, check the oscillation/forward/reverse mode function and check the oscillation angle. During assessment, it was identified that the device mode switch was jammed in the on position. It was further determined that it was not possible to move the switch to the oscillating or off mode. The device was disassembled, and it was identified that the ball had a scratched surface and the spring had sharp edges and were defective. The defective parts were investigated under a microscope for further defects. During the observation, it was identified that residues were found on the anodized blue surface. Inside the spring ball subassembly, little flakes were observed. It was determined that the chrome-plated ball was damaged, there were visible scratches on the surface and the spring showed a sharp edge at one end. It was determined that the defect was considered to occur due to wear. It was determined that the spring spike abraded the ball surface, therefore the hardened surface disappeared. Thus, when the spiked spring came in contact with the weaker material, it jammed and prevented the ball from turning. Also, it was determined that debris blocked the ball, making it difficult to turn. It was determined that normal wear was considered as the cause for the failure. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: (B)(4). D4: serial number: the serial number was unknown in the initial report. The serial number has been updated as (B)(6). G1-2: the manufacturer location was unknown in the initial report. The location has been updated to oberdorf. The contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. H4: device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 10/14/2019. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: serial number unknown; (B)(4). The serial number was unknown; therefore, the device manufacture date is unknown. The manufacturing location is unknown. Concomitant med products and therapy dates: battery device, (B)(6) 2020. The reporter¿s complete facility address was not provided. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during pre-surgery, the small battery drive device was checked, and it was discovered that the mode selector switch had been on and could not be changed from on to off because it was stuck. It was further reported that the switch had been on when it was delivered to the hospital. It was reported that the device could be activated with a battery device. The reporter further stated that two devices were delivered through an agency, but when the operation was confirmed in a dirty state, one of the units could not be switched on / off because the power switch did not work. According to the reporter, the device was checked and tried with quite a bit of power; however, the switch still did not work. It seemed to be on from the time of delivery, and the operation itself had been successfully confirmed when connected to the battery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.